Manufacturer narrative:
The sample was not returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
It was reported that the device broke during the extraction procedure.